Event description:
It was reported to sales that an edwards aortic bioprosthetic valve was diagnosed as stenotic after an implant duration of approximately 8 years. Patient was implanted with an edwards transcatheter aortic bioprosthetic valve inside of the existing edwards aortic bioprosthetic valve; valve-in-valve procedure. There are no complications reported during this procedure, no ai on post procedure echo.

Manufacturer narrative:
Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Structural valve deterioration is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Many factors can contribute to the deterioration of bioprosthetic valves including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation, the specific cause of the reported stenosis cannot be identified. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The provided information suggests nothing to indicate a device quality deficiency related to this event. No further action required at this time, edwards will continue to review and monitor all events.